Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 300 mg/dl with polydipsia, polyuria, and abdominal pain associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, the pump emitted a ¿replace¿ battery alarm in the middle of the night. In the morning, the patient woke up with a high bg as a result. It was also noted that the batteries were being discharged too quickly. This complaint is being reported because the patient experienced hyperglycemia associated with pump malfunction.